Manufacturer narrative:
Product application specialists (pas) and ts reviewed the logs from the affected worklist which did not reveal any reagent or instrument issues. Customer was informed that new aliquot tubes are considered independent samples. The customer did not indicate that any samples within the same tube produced a discrepant result. Pas noted that the issue is likely due to low target samples or possible contamination. Pas recommended that the customer perform monthly maintenance and clean benches and touchpoint with fresh cleaning solution which resolved the issue. No product impact is known to date. The customer confirmed that results from the affected worklists were reported out and amended accordingly after re-aliquoting and testing on the genexpert at their sister facility.

Event description:
On 12/21/2021, a customer called hologic technical support (ts) to report they have been observing sporadic fusion sars-cov-2 samples with late CT values. The customer stated that new aliquots of the affected samples were collected to run on genexpert and panther fusion at their sister facility and these new samples tested negative for sars-cov-2. The customer tagged the panther fusion instrument sn (B)(4) out of service and requested for the logs for worklist 003523-20211217-61 to be reviewed, and for the instrument to be serviced. Customer used assay master lot 302676.